Event description:
(B)(4) clinical study. It was reported that post coronary stenting treatment procedure, in-stent restenosis occurred. In (B)(6) 2010, the patient presented with exertional dyspnea, shortness of breath, and diagnosed with stable angina (ccs classification-3). Cardiac catheterization was recommended which revealed two target lesions. Target lesion #1 was 75% stenosed and located in the mid left anterior descending (lad) artery. It was 15 mm long with a reference vessel diameter of 3.0 mm and treated with direct placement of a 3.00 mm x 20 mm (B)(4) stent with 0% residual stenosis. Target lesion #2 was 80% stenosed and located in the ramus. It was 7 mm long with a reference vessel diameter of 2.5 mm. The lesion was pre-dilated and the placement of a 2.50 x 12 mm (B)(4) stent was attempted. Despite several attempts, the stent would not cross the lesion. Therefore, the lesion was treated medically. The patient was discharged the same day on aspirin and prasugrel. In (B)(6) 2012, the patient presented with progressive exertional dyspnea and fatigue. The patient was diagnosed with crescendo angina and cardiac catheterization was recommended which revealed 90% focal in-stent restenosis in the mid lad. This was treated with direct stent placement of 3.0 x 16 mm ion stent. Following post dilation residual stenosis was 0%. The event was considered as resolved without residual effects.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).